Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was the foreign matter adhering to the nozzle of the device. The foreign matter came from the component of the silicone rubber based on a component analysis. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported phenomenon could not be conclusively determined. Since the foreign matter is grayish white, it is possible that the foreign matter is a silicon tube or packing.

Event description:
The user found that in unspecified timing the foreign matter adhering to the nozzle of the distal end of the insertion tube of the device. The user asked olympus to analyze the foreign matter. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA) using peracetic acid. Other detailed information was not provided. There was no report of patient injury associated with the event.